Event description:
Customer compliant: limited data available. Customer complained of device smelled burned.

Event description:
Customer complaint - limited data available. Customer stated that the device smelled as if it was burning.